Event description:
I had a boston scientific pain stimulator put in my back on (B)(6) as a temporary permanent which was a permanent due to them having to drill through bone to get to the space. The battery either was put in sideways or turned, but wasn't able to charge and was very superficial to skin causing burning when charging. The doctor went back in after x-rays and exam and moved it lower on (B)(6). I am in worse pain than before and have complete numbness of leg and right foot, and sharper shooting, jolting pain in foot and leg. The battery won't charge now at all and died 2 days later after surgery when it was fully charged. The rep of boston scientific tried the external charge for a test on a metal garbage can and it worked. So it has to be the implant, however they say it is due to swelling and give it time for it to charge. I have every symptom listed by FDA on your letter to (B)(4) in (B)(6) 2012 or 2013 about these same issues and complaints. I am at a loss of what to do. The doctor's office is to call me back tomorrow after talking to doctor, but administrative assistant said I might need to switch to (B)(4) because they have only had a few problems with (B)(4) and not like this with (B)(4). So since (B)(6) 2015, I have had three surgeries regarding this stimulator and worse now than before. I can't function, sleep, etc due to pain, numbness, jolts, etc and can't tell for sure if it even works to give relief. What do I do? Have it out and go through all that surgical pain again causing possible more damage? Stimulator was revised of moving battery lower and straighter. Still implanted at this time. Serial and model numbers entered are off the box of the charging system, (B)(6).